Event description:
A malfunction was reported with a pump displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label. The customer will continue using the current pump until the replacement arrives.